Manufacturer narrative:
Additional information provided in d.9., h.2., h.3., h.6. And h.11. A used cassette with 1 tray (not cassette tray) was visually inspected. One metallic foreign material was taped on the clear tray. The returned tray with the material was sent to the particle lab. Microscopic examination showed a piece of metallic material taped to the bottom of the clear tray. The metallic material was isolated and analyzed and elements were found. These elements along with the visual characteristics suggest the metallic material is brass. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the root cause of the metallic material found could not be conclusively determined. Although the complaint was confirmed with the material found; the root cause of the reported event could not conclusively determine where the brass material generated from. The materials and equipment used to manufacture this product was assessed and there is no brass components or equipment containing brass that were found during the assessment. No further investigative or manufacturing actions are warranted at this time as the exact root cause could not be conclusively determined. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported foreign material was placed in the eye at irrigation/aspiration mode during cataract surgery with intraocular lens implant. Surgery was completed. There was no patient impact.